Manufacturer narrative:
G4: 28nov2019. B4: 05dec2019. The replaced gas delivery system was returned and failure investigation was performed on 28-nov-2019. It was determined that a component within the air flow sensor drifting out of specification was the cause of the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported a low co2 alarm. There was no patient involvement. The field service engineer (fse) evaluated the ventilator. The fse replaced the gas delivery system and the problem was resolved.